Event description:
It was reported that the patient had transferred from another hospital with heart failure two days post implant. While the patient was undergoing a right heart catheterization procedure, the physician noted ventricular pacing and noted that the patient would have decreased cardiac output during ventricular pacing. Upon device interrogation, it was noted there was a lead warning for high threshold. Testing revealed atrial lead non-capture at max output. Sensing had also decreased since implant. There was no obvious dislodgement per x-ray. Initially the device was reprogrammed to vii mode until the lead was revised. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis revealed diagnostic data was cleared. The analyst commented the atrial lead diagnostic data (including lead impedance data and threshold data/trends) were reset; no data available to analyze.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 implantable pulse generator, (B)(6) 2012. (B)(4).